Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 12 atm's on the initial inflation. The lesion being treated was a calcified lesion in the mid-circumflex coronary artery. The maverick monorail balloon catheter was removed and replaced with another maverick balloon catheter to successfully complete the procedure. No patient injuries were reported.